Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the delivery issue was most likely patient condition since it was unable to advance pump secondary to severe pad.

Event description:
The user facility reported an 81-year-old male in acute myocardial infarction/cardiogenic shock was attempted for implant with an impella device. The impella pump was unable to advance through the patient's vasculature during attempted delivery due to the patient's existing peripheral arterial disease. The implant was subsequently aborted, and an intra-aortic balloon pump was inserted for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.